Event description:
Connected the pump tubing. Pressed the "pump" button and pump started running without stopping. Asked to disconnect pump tubing and use the same ar-6410 as gravity inflow tubing. The patient suffered compartment syndrome and their leg swelled seriously. Co used the same pump in a previous case and everything went fine. This device is used for treatment.